Event description:
It was reported to philips that a disk full error prevented imaging; database rebuilt and drives swapped on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disks and rebuilt the database, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).